Event description:
It was reported that the calibration was failed due to water temperature range error in an arctic sun device. Per review of wo on 11oct2024, there was no patient involvement. Per sample evaluation results received via task on 22jan2025, it was reported that the power cord failed est test due to high resistance.

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. Additionally, there were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and the residual risk for this event is low; therefore, this event is not reportable. The reported issue was confirmed user related. The root cause of the reported issue is due to the bypass screw needing to be adjusted post calibration repair. Confirmed the calibration failure issue was related to the low flow rate. Calibration due for this unit. Flow rate for this unit is too low, around 1.4l/min. Unit was due for 2000-hour preventive maintenance service. Per follow up from tech, flow rate was lower than recommended, therefore flowrate was changed (bypass flow adjustment). Adjusted bypass flow rate screw. Power cord failed est test due to high resistance. Pm performed. Circulation pump, mixing pump, drain valve, and heater were replaced. Power cord was replaced. The device underwent and passed testing after all repairs. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: calibration see arctic sun¿ temperature management system service manual for calibration requirements and instructions. Calibration is recommended after 2,000 hours of operation or 250 uses, whichever occurs first. The labeling is found to be adequate as the service manual states: 8.20 replacing inlet/outlet manifold 1. Remove bolts as in step 8.19.2. 2. Remove the clamps as in step 8.19.3. 3. Using phillips head screwdriver, disconnect pressure transducer from the manifold. 4. Disconnect the entire manifold harness. 5. Remove the solenoids and valve stems using flat blade screwdriver. 6. Remove the thermistor. 7. When reinstalling, connect the valve stems first, then the solenoids, then the pressure transducer, then the thermistor. 8. When reinstalling the manifold harness, note that there are labels on the harness identifying the solenoids (fv, bv, vv). If the solenoids are not in the proper position as shown, the device will not work properly (fig. 8-62). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: b, f, h. The initial reporter zip that is available is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter zip code that is available is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the calibration was failed due to water temperature range error in an arctic sun device. Per review of wo on 11oct2024, there was no patient involvement.